Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm due to detected software error, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, and reset pump, after which malfunction did not recur; customer was advised to continue using pump and to call back if malfunction alarm appeared again, and customer acknowledged and understood instructions.